Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced an elevated blood glucose (bg) level of 350mg/dl and manual injections were administered to address the bg levels. Reportedly, the customer changed their cartridges after 4-5 days. Tandem technical support advised the customer to follow labeling and only use cartridges up to 3 days. Recommendation was made to consult a healthcare provider to discuss diabetes management.